Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer¿s representative (rep) indicating that the patient followed up at the office for evaluation. The nurse practitioner reported that the patient now had stimulation on all 4 programs and were doing fine. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that during the patient¿s procedure, impedances were checked and >4000 ohms was noted on electrodes 0 and 2. The impedances were rechecked several times, the amplitude was increased, the battery was disconnected, and the lead was wiped and rechecked with the same results noted. The healthcare provider felt that the lead was working well, and it shouldn¿t be the lead, and with a brand-new battery they didn¿t want to risk opening a new battery and get the same result. The patient was not put to sleep for the procedure, so the healthcare provider wouldn¿t have been able to replace the lead if it were the lead, so they opted to continue with the implant and program afterwards. It was reported that the patient did not feel stimulation on 3 of the 4 programs post-operatively. The patient was to be seen in the office the day following the procedure to attempt to reprogram. If the patient still didn¿t feel stimulation, they would need a revision. No further complications were reported.